Event description:
It was reported to philips that geometry unavailable; live image noise during operation on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reset the fdc board; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).